Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 05/15/2024. An investigation was conducted on 06/26/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. No peeling or delamination was observed. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted; bent wire" was observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000381101 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4), the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 end came off while trying to harvest an artery. A piece of the silicone from the jaw broke off. The piece was retrieved with the jaws of the device, and nothing was left in the patient. A new kit was opened to complete the case.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 end came off while trying to harvest an artery. A piece of the silicone from the jaw broke off. The piece was retrieved with the jaws of the device, and nothing was left in the patient. A new kit was opened to complete the case. There was a small delay. No harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a2,a3,a4,b4,b5,b7,d4-lot#,exp date,e3-g3,g6,h2,h4,h6,h10.